Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was returned for evaluation; the implant was not attached to the pusher. The pusher was noted to have kinks in the middle portion of the lead wire. There was also lead wire separation approximately 22" from the proximal gold connector section. The was no damage, kinks, or stretching noted on the coil; however, there was slight shape deformity. The tie-knot section of the coil was noted to be intact and within specification. The pusher was dissected to expose the attachment tether monofilament. The monofilament was noted to have a stretched tail, and the rebound length was low, per specification. Based on the available information and evaluation of the returned device, the complaint can be confirmed, the root cause cannot be determined; however, the device exhibits evidence that it was subjected to tensile forces that exceeded its strength specifications. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that resistance was encountered during advancement of the coil in the microcatheter, and the coil detached. Both segments were removed in their entirety along with the microcatheter. There was no reported intervention or patient injury. The patient is reported to be stable.